Event description:
Lf technical support reports via fax, customer stating: "heart study was being performed. All air was properly purged from the tubing before hooking up to the patient. A test injection was performed first to set up the timing for the scan delay. There were no issues with the test injection. The main injection involved a contrast injection from the a ram followed by a saline injection from the b ram. The CT scan revealed small air bubbles in the aorta after the injection. A 200ml syringe was used on both the a and b rams. The tubing that was being used was; y adaptor tubing w/dual check valve, p/n 81055 + cms (customer medical specialists) 150 coiled extension tubing. Medical staff does not wish to use the injector until service comes to site. Addendum 9/14/2006: customer states that a male from the ER was having a CT scan chest for chest pain. Injection protocol of 2.0ml/sec for volume of 40ml of visipaque was used. Patient expereinced no adverse event during the CT scan. Patient was observed in ER, then scanned one hour later with no air visualized. Patient then discharged from the ER to go home.

Manufacturer narrative:
L-f field service engineer visited hospital per hospital request to check out the injector for presence of warning symbol and to do a pm. Fse evaluated injector, and found it to be performing normally and confirmed that the warning symbol was operational. Gas introduced into the patient was not due to a malfunction of the injector. Injector system returned to full service by the customer.